Event description:
It was reported that the patient experienced four infusion set bent cannula events from (B)(6) 2026, which resulted in hyperglycemia. The patient noticed symptoms three or more hours after insertion. The patient¿s blood glucose level was reported to be 300 mg/dl and was managed with a correction bolus administered via pump.

Manufacturer narrative:
Initial 1 of 4 based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.